Manufacturer narrative:
Device MFR date: battery sn (B)(4). Battery sn (B)(4): 01/2009. Device evaluation summary: device evaluations of batteries sn (B)(4) and sn (B)(4) has been completed. The reported problem was confirmed. Battery sn (B)(4) was found to have defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. Battery sn (B)(4) was found to have a broken white wire within the battery pack where the wire attaches to the battery cells. The root case of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. Both batteries were found to have broken locking tabs. The root cause of the broken locking tabs was not positively identified. No adverse event resulted from the damaged batteries. The pt received two replacement battery packs.

Event description:
The pt service rep (psr) assisting a (B)(6) male pt called in to zoll lifecor customer support to report that both of the pt's batteries were broken. Support issued the pt two replacement battery packs.